Event description:
The customer contact reported backflow of fluid from the secondary solution container into the drip chamber of the primary tubing set. The primary tubing set was being used to deliver 1000 ml of 5% dextrose in 0.45% normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of potassium chloride 20 meq/100 ml, at a rate of 10 meq/hr for a duration of 2 hours. The primary solution container was hung lower than the secondary solution container. The customer contact reported prior to the start of the piggyback delivery, backflow of solution from the secondary solution container into the drip chamber of the primary tubing set was noted. The tubing sets were replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.